Manufacturer narrative:
The returned catheter was patent and met the requirements for leak testing. Therefore the condition of the complaint could not be du plicated by laboratory personnel. Approximately 14.5 cm of the catheter was returned. The ends of the catheter were smooth and not jagged. Proteinaceous debris was noted on the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the customer connected the right angle clip to the catheter, the catheter leaked. According to the report, there was no injury to the patient.